Event description:
The customer measured his blood glucose on the contour link meter at approximately 4:00pm and received a reading of 86mg/dl. He then ate dinner and re-tested his blood. The reading was 140mg/dl and he injected approximately 12units of novorapid insulin. He fell asleep at approximately 6:00pm and about 1 hour later was awakened by his girlfriend because he was sweating profusely. The customer ran another blood test and the reading was 40mg/dl. The girlfriend gave him pure glucose drops, but the customer was unconscious and cramping. As a result of the cramping the customer broke his upper arm (tuberculum). The paramedics were called and they injected a glucose solution. The customer was taken to the hospital for the hypoglycemia and ultimately to have surgery on his arm; two screws were secured into the tuberculum. He remained in the hospital for four days.

Manufacturer narrative:
The customer provided additional information about the event after the initial report: outcome attributed to the adverse event, description of event or problem, corrected date of event.

Event description:
A (B)(6) customer, at dinner, received a blood glucose reading of 140mg/dll on the contour link and injected insulin accordingly. He later woke up from sleeping with hypoglycemic symptoms, tested his blood and the reading was 40mg/dl. Further information about the incident was not provided. Only the meter information was provided. It was asked that the customer return the test strips for evaluation. He was sent a new meter.

Manufacturer narrative:
The model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws in so complete information was not given.